Event description:
Event description guidant received information that during a follow-up visit, this pacemaker and lead system exhibited suspected loss of capture. There was no noise or t-wave oversensing observed. The patient was noted as asymptomatic with stable impedance measurements, and good thresholds of 0.5v. A previous communication noted falsely stored ventricular tachycardia episodes due to vp followed (vs) within 80ms. This previous issue was resolved by extending the atrial-ventricular delay.